Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer stated that a bolus was delivered before bed and awoke to the pump beeping. The customer's blood glucose level was 401mg/dl. The customer reported to have attempted to deliver a correction and that their bg levels continued to be elevated. Tandem technical support (cts) confirmed in the pump logs that there was an incomplete bolus alert and a bg reminder. Cts informed customer that the bolus was delivered successfully. During troubleshooting the customer reported that bg levels have gone down from 401mg/dl to 194mg/dl. Cts educated the customer on the incomplete bolus alert. Customer acknowledged.